Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient had low blood glucose levels and went to emergency room. The patient blood glucose levels were 35 mg/dl and admitted in emergency room overnight. No further information available.